Event description:
It was reported that pump experienced malfunction. It was reported that the customer experienced an elevated blood glucose (bg) level of 510 mg/dl. Customer gave correction insulin injection and did not require third party assistance. Technical support identified resettable malfunction, provided pump reset instructions, and assisted customer with resetting pump, after which malfunction did not recur. Customer was advised to continue using pump and to call back if malfunction happened again, and customer acknowledged and understood instructions.